Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this implantable s-ICD device was suspected to be exhibiting premature battery depletion behavior. Data analysis was completed by technical services, which determined that the power consumption is increasing in a gradual fashion. Due to this anomaly, replacement was recommended. This device remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable s-ICD device was suspected to be exhibiting premature battery depletion behavior. A decrease of 54% to 7% in the estimated battery longevity was observed via latitude (remote monitoring system). Data analysis was completed by technical services, which determined that the power consumption is increasing in a gradual fashion. Due to this anomaly, replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. It was noted that the patient tolerated the replacement procedure very well. The new device remains in primary sensing after setup was completed. This device was recieved for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.